Event description:
Initial result for a pt bun was 6 mg/dl. When repeated, the result was 126 mg/dl. The incorrect result was not used to guide pt therapy. The field service rep was unable to determine a cause for the discrepant results.